Event description:
Additional information: it was reported that patient had a v-locking mechanism on the ac power cord during the event. It was reported that patient does not recall the power cord coming loose from the back of the mpu or the wall. Patient also did not relate or verbally confirmed loss of power at the residence. No further information was provided.

Manufacturer narrative:
A UDI number was inadvertently reported in the initial MDR, there is no UDI number for mpu product.

Manufacturer narrative:
Investigation summary: the reported event of no external power alarms was confirmed via the submitted log file. A review of the submitted log files showed 240 events spanning approximately 44 days (01jul18 ¿ 14aug18 2018 per time stamp). On (B)(6) 2018 at 19:44 the no external power alarm activated while connected to the mpu. The ebb supported the pump during the couple of seconds there was loss of power to the mpu. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A root cause for the reported event was not conclusively determined through this investigation. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device- age of device cannot be determined due to missing serial number. No other information was provided. Supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that a no external power alarm while the vad was connected to a mobile power unit (mpu) was noted during log file analysis. This could have been caused by the mpu power cord coming loose from the mpu or the ac wall outlet. There was no interruption in pump support during this event. No additional information has been provided.